Event description:
Caller stated that medical attention was sought on (B)(6) 2026 around 4:45 pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a reading of 504mg/dl. Caller stated that paramedics were called due to the end-user not being comfortable with the reading. A normal reading for that time of day is usually around 100-200mg/dl. Caller stated that prior to taking his blood glucose the end-user took the following medications: diazole eye drops, glucosamine, metformin, refresh eye drops. Caller stated that the paramedics were called about 10 minutes after testing. Caller stated that there were no food medication or drinks consumed while waiting for the paramedics to arrive. Paramedics arrived 30 minutes after testing with the prodigy meter. Paramedics tested the end-users blood glucose with their meter and received a reading of 182mg/dl. Caller stated that the end-users vitals were checked and no further treatment was received by paramedics. No additional information was provided.